Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that the circumstances that led to the sudden change in therapy was an increase in diarrhea. They reported they turned up the therapy to resolve the issue.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported their device wasn't helping as much as it had before and they had an accident last week and then 2 accidents back to back the day of the report that were so bad they had to go into the shower to clean themselves up. The patient reported they had the device for bladder and bowel and the device was helping for bladder, but at the time they were having bowel accidents. The patient noted that a day or two after implant surgery they were still woozy from the medications they were given prior to surgery and mentioned they felt like their brain had been too stupid on the medication to be educated on how to use the therapy. The patient said this had been resolved. The patient was able to sync with their patient programmer on the call and it showed stimulation was on. The patient increased stimulation from 0.7 to 1.0v on the call and they reported they felt it in the bicycle seat area. The caller reported this was a sudden change in therapy. They were redirected to their healthcare provider if the symptoms didn't improve a fter making the adjustment. No further complications were reported or anticipated.